Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was intermittently not delivering insulin correctly, resulting in elevated blood glucose (bg) levels (value not provided). This allegation could not be confirmed, as multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.